Event description:
An aneurx graft system was implanted in a patient for the endovascular treatment of an 8 cm abdominal aortic aneurysm. Both iliac arteries were reported to be tortuous and had plaque. It was reported that during the attempt to repair the abdominal aortic aneurysm, there was disruption of the external iliac artery on the right with conversion to open operative repair. A balloon was used to control the bleeding. The patient underwent aorto-bifemoral bypass graft with oversewing of the distal aorta, ligation of the external iliac artery in end anastomosis on the right with focal right common femoral artery endarterectomy, end-to-end anastomosis on the left, no endarterectomy performed. Oversewing of the inferior mesenteric artery was performed with excellent doppler flow signals in the sigmoid vascular arcades. No additional sequelae were reported and the patient was improving.